Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a low glucose alert of 67 mg/dl on ilet, confirmed a fingerstick value of 82 mg/dl, ate breakfast without announcing the meal, and glucose rose to 98 mg/dl during the call; the user expressed concern about experiencing more lows since starting ilet and agreed to additional training. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral carbohydrate and education via additional training. Investigation included complaint intake and assignment for user training. Investigation of this case revealed no device malfunction identified and that the cause of hypoglycemia was unclear, with potential contribution from unannounced meal timing relative to insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.